Manufacturer narrative:
Fiber analysis: the fiber was found to haver a circumferential fracture at the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt detritus on the metal cap was observed; glass cap exhibits severe devitrification at the output window. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the laser system displayed an "excessive fiberlife activity' user (courtesy) message at 8,001 joules of use. The procedure was completed using a second fiber. Pt outcome: "no injury to pt reported".